Event description:
It was reported that a multifiltratepro secucas had a leak from the access or pre filter pressure capsule/dome during a patient¿s continuous veno-venous hemodialysis (cvvhd). The patient¿s blood was returned. There was no patient harm reported. The kit was dismantled and a new kit installed. The sample was reported to not be available for evaluation. Upon investigation results, it was indicated that blood loss occurred.

Manufacturer narrative:
Investigation: batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. Complaint history review indicated that there is no other complaint reported for the subject batch. The described situation is adequately addressed in information for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. The complaint sample has not been received within specified investigation duration time. In case of receiving sample, complaint record will be evaluated again. The examinations informed below were applied to the retained samples. The retained samples were checked for component defect, assembly failure, and conformity with the product specification. Leakage test: the samples were checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples. The complaint was admitted, however exact reason of the defect could not be determined due to lack of original sample examination. According to complaint description, possible reasons of the defect might be related to: component defect on pressure dome (raw material based), improper connection of the pressure dome to machine, but not limited to. The production department has been informed about this defect. And also, nonconformance has been initiated and finalized for the cases related to raw material by the related supplier. Product surveillance will continue to monitor complaints of this type for adverse trends. The data of the complaint were statistically recorded; we will observe the market carefully regarding reoccurrence of the fault.